Event description:
Alleged the right head siderail will not stay up.

Manufacturer narrative:
The tech investigated and found the siderail did not have the siderail upgrade kit installed from the recall. The tech installed a new center arm assembly to repair the bed and will ensure all of the siderails are upgraded.